Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attempted at puncture of PICC performed according to medical request. Venous network evaluated with usg aid and left basic vein selected for puncture. Started the guided procedure with usg. Needle puncture performed and after venous return inserted approximately 4 cm from the guide wire and there was resistance, opted for the removal of the guide wire to reposition the needle, but when attempting to remove the guide wire, it did not come out, needle pulled out and removed but the guide wire is not, yet it went out. Medical communication who evaluated and was not able to remove the guide wire even after performing a pic on the skin. I also inform that the site has no active bleeding, showing that the guide wire possible was in the subcutaneous tissue. After performing x-ray, it showed a fold in the tip of the guide wire. Vascular physician performs removal by traction and after a new x-ray, the presence of a remaining fragment in the subcutaneous tissue was evidenced. Patient will be submitted to dissection for fragment removal.

Manufacturer narrative:
The pro PICC was returned for evaluation with the sideport attached and the twisted wire stylet inserted into the sideport. The guidewire and needle reported in this complaint were not returned. The guidewire contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. Without an evaluation of the complained device a root cause cannot be determined. The instructions for use (IFU) contains the following warnings and precautions: *do not advance the guidewire or catheter if unusual resistance is encountered. *do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath/dilator and guidewire must be removed together. *guidewire is hydrophilic. Hydrate prior to use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.